Event description:
It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small. Per follow-up information received from ibc on (B)(6) 2022, confirmed that one more lot number of bardia foley catheters did not had color coding on the packaging of the box and the wordings on the individual sterile packaging was too small based on the photo sample received on (B)(6) 2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . The attached photo by customer do not represent individual packaging as per reported by customer. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be printer error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that new material code of bardia foley catheters did not have color coding on the packaging of the box and the wordings on the individual sterile packaging was too small. Per follow-up information received from ibc on 16-jun-2022, confirmed that one more lot number of bardia foley catheters did not had color coding on the packaging of the box and the wordings on the individual sterile packaging was too small based on the photo sample received on 09-jun-2022.